Event description:
It was reported that pump experienced malfunction with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer already had replacement in-warranty pump, current pump was out of warranty and was not replaced, and no further actions were required.